Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose level was 233 mg/dl. Reportedly, the customer would contact their healthcare provider to obtain manual injections as alternate insulin therapy.